Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Noise on the right atrial lead was noted causing inappropriate automatic mode switch. Programming changes were made.